Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument, with a green reload paused while firing and there was bleeding from the staple line. The bleeding was resolved by using clips. The procedure was completed robotically.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the green reload accessory that was used during this reported event, therefore failure analysis investigations (fa) could not be performed. The logs show the sureform 60 stapler (product number: 480460-09, lot number: l92220302-0244), was installed on the system seven times and fired seven reloads (1 black, followed by 6 green). On installs 1-5, and 7, all clamps were successful, and the firings were each completed with no pauses for compression. On install 6, the first two clamp attempts were incomplete, stopping at about 62% and about 67% completion, respectively. The third clamp was successful, and the firing was completed with a pause for compression. The instrument was then removed and not used in the procedure again. There were no errors in the logs related to this instrument. Logs are attached.